Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, the sensor was properly seated and no physical damage was observed on the sensor patch. Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased, visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been also performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) were reviewed and the dhrs passed all tests prior to release. A sensor was reprogrammed and the linearity test was then performed and all results were within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they received "electric shocks" from their freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.